Event description:
It was reported that this electrode exhibited noise that could not be correlated to electromagnetic interference (emi) or myopotentials. Additionally, it was noted there was inadequate stimulation. Subsequently, the patient underwent an additional procedure to extract the lead following a recent device replacement due to end of life (eol). The electrode is expected to be returned for further analysis. No additional adverse patient effects were reported.